Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot start up. Upon functional testing the fse found host pc was defective. Fse replaced host pc to solve the issue. After replaced host pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system for the second time in three weeks did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which resolved the issue. The device was returned to use in good working order.